Event description:
The pump was returned for investigation. Investigation revealed moisture in the display. The battery cap threads were stripped and there was corrosion on battery cap. Evaluation revealed that the pump failed a leak test; corrosion was found on the internal components of the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed multiple call service alarms in the pump history. There was visible moisture in the display and corrosion on the battery cap. The battery cap threads were observed to be stripped and the cap was not able to fully tighten to the pump. A test cap was used to complete investigation. During testing, the pump failed the leak test. The pump was opened and corrosion was found on internal components of the pump. Unrelated to the moisture and battery cap issue, evaluation revealed a dim display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.